Manufacturer narrative:
The patient reported a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1k09272231. Expiration date changed from unavailable to 3/7/2024. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 9/27/2022.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not deploy. No adverse patient impact was reported.